Event description:
It was reported by repair work order that the bed would only go into reverse trend when lowering it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer allegedly performed an evaluation which determined the bed would only go into reverse trend when lowering due to being out of specifications. However, the bed could not be located for stryker to perform an evaluation. Customer to contact stryker if the bed is located in the future and they want to repair it. Inspection allegedly performed by customer.

Event description:
It was reported by repair work order that the headend lift was stuck at an elevated height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.